Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the transmitter was not blinking when connected to the sensor. The sensor was found damaged or retracted. When the customer removed the sensor, the site bled. The customer was able to remove a very small piece of the sensor's cannula. Customer's blood glucose level was 13.0 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A visual inspection of 1 opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base and no broken cannula was noted during our analysis; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used also, unable to confirm the needle complaint due to the customer returned only the sensor.